Event description:
On (B)(6) 2012 the customer reported that the wash cup was overflowing on the dxc 600i instrument. Customer stated that the leak occurred while troubleshooting an issue with a short sampling from the closed tube aliquoter. Customer stated that the leak was contained within the closed tube aliquoter. The fluid leak was identified as wash buffer. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and did not find any obvious leaks, nor could fse duplicate the leak. Fse cleared the shuttle rails and cap piercer waste chute of debris, and realigned the system. The issue was resolved through a routine service call. The service activity performed was verified and met the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).